Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side seroma. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to observe, as it is not related to the device. Anxiety ¿ product/procedure: unable to observe, as it is not related to the device. Lymphadenopathy: unable to observe, as it is not related to the device. Silicone migration: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional, later reported, "rupture". And "axillary silicone lymphadenopathy". Via us report.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification. ¿ seroma late: unable to observe as it is not related to the device. ¿ anxiety ¿ product procedure: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ silicone migration: unable to observe as it is not related to the device. As per the investigation procedure, creases and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side seroma. Healthcare professional later reported "rupture" and "axillary silicone lymphadenopathy" via ultrasound report. Device has been explanted.